Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired one day after the implant procedure. Patient had chronic renal issues. Patient was very sick at time of procedure and had other health issues. Patient condition was well before and after the procedure. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. Device was not explanted. No further information is available.